Manufacturer narrative:
During a pick-up of the citadel bed after end of rental period, it was observed that the radius arm detached from the bed's frame and the bed collapsed. There was no indication regarding patient involvement. No injury nor other medical consequences reported. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed¿s backrest is blocked by an obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator¿s limit and next the bed foot section is pulled. The second scenario may take place when the obstacle is put between the base frame and the radius arm. Due to the limited information provided and unknown circumstances in which this malfunction occurred, the exact cause of the reported failure could not be determined. In summary, there was no indication that the bed was used with the patient when this issue occurred. The device evaluation confirmed that the bed did not meet the manufacturer's specifications. The complaint decided to be reportable due to the radius arm detachment and bed collapse although there were no injuries reported.

Event description:
During a pick-up of the citadel bed after end of rental period, it was observed that the radius arm detached from the bed's frame and the bed collapsed. There was no indication regarding patient involvement. No injury nor other medical consequences reported.